Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 discordant sofia sars result for 1 asymptomatic (off label use, at the time of testing) patient. The patient received a positive pcr result from a test conducted 3 days prior to testing negative for sars on sofia. No confirmatory testing completed.